Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant introducer sheath was attempted to be used as an accessory device for a unknown procedure. It was reported that during the index procedure, the sheath was removed from the right common femoral artery access and the sutures were cinched down. It was stated that significant bleeding was still present and the third proglide device was attempted to prevent the bleeding from resulting in a cut down. It was reported that the physician was unable to achieve adequate hemostasis and thus a surgical cutdown was performed with primary repair of the vessel and multiple layers of running sutures. Investigator assessed the event as possibly related to the sheath, not related to the study procedure and not related to the transcatheter aortic valve. Sponsor assessed the event as related to the sheath, related to the study procedure, but not related to the transcatheter aortic valve. As per the physician the cause was likely the recent use of angioseal for diagnostic cath at outside hospital which did not allow for perclose sutures to seal. No additional clinical sequalae were provided and the patient is recovered.